Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient underwent a target vessel revascularization. At the time of the index procedure angiography revealed two target lesions located in the left main coronary artery (lmca) and the 1st diagonal branch. The patient received a 2.75x38mm taxus liberte stent in the lmca and a 2.75x38mm taxus liberte stent in the 1st diagonal branch. (B)(6) 2011 - the patient underwent a target vessel revascularization of the previously treated vessels.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post a stenting treatment procedure, stent thrombosis occurred. The occlusion was 75% stenosed. Angiography was performed in (B)(6) 2011, but did not show thrombosis of the taxus liberte stent.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).